Event description:
Initial result for a pt hcg was 0.137. When repeated, the result was <0.010. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.